Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test and multiple pump error alarm. The customer¿s blood glucose level was 179 mg/dl. The customer was able to complete rewind the insulin pump. The customer was able to successfully clear the alarm. The troubleshooting was performed for pump error and failed battery alarm. The insulin pump was not alarmed failed battery after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.